Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent, the patient experienced temporal pain and two rings are showing of the implanted device. The symptoms seemed to have started a few months following the implant. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient is using medication to control their intraocular pressure (iop) postoperatively.

Manufacturer narrative:
No sample has been returned for evaluation for the report of temporal pain and stent migration; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the patient experienced a device trimming mostly for patient comfort. The patient was sore to the touch and the stent was touching endothelial cells.

Manufacturer narrative:
The manufacturer internal reference number is: 2018-81112.

Event description:
Additional information received reports the patient required a device trimming procedure. The patient also experienced hypotony.

Event description:
Additional information received reports the patient required a device trimming procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the patient reporting he has been seen by another glaucoma specialist. The glaucoma specialist has referred the patient to a corneal specialist for a cell count. The patient has been placed on additional medications. He reports his vision has not changed, however is still feeling the pain nasally as before.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).